Event description:
It was reported that the arctic gel pads were defective. It was stated that they were unable to obtain flow rate, pads exchanged and no issues with new pad. It was noted that the post arrest patient needing temperature management for hypothermia. It was stated that the unable to achieve goal temperature, as pads were not circulating water.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.